Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the jacket on the viking optima guiding catheter was torn, exposing approx 30mm of the braid. Additionally, it was thought that a stent may have dislodged inside of the guiding catheter. No pt effects were reported. No additional event or pt info is available. This is being reported based on the analysis that found two dislodged vision stents stuck inside the returned viking optima guiding catheter.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. The second vision stent mentioned is being filed under the same manufacturing number. Evaluation summary: quality assurance analysis revealed that the guiding catheter was returned with blood visible on the outer jacket and the luer. There were kinks in the outer jacket 71cm, 81cm and 87cm distal to the base of the luer. The outer jacket was wrinkled 87cm distal to the base of the luer for a length of 5.5cm. The outer jacket was torn and separated 93cm distal to the base of the luer for a length of 4cm, the inner braid was exposed and stretched for 4cm. The separated edges of the outer jacket were stretched and jagged. There was no other damage noted to the guiding catheter. A syringe filled with water was used to flush the guiding catheter to confirm if there was a stent implant in the guiding catheter. No stent implant flushed out of the guiding catheter. A new balloon catheter was advanced through the guiding catheter and there was no stent implant noted in the stretched inner braid. The distal end of the guiding catheter was cut off and then peeled open. At the 87 cm kink, the vision stent implant was located. The stent implant was stretched and mangled. With further investigation, a second unknown vision stent implant was located in the guiding catheter, at the proximal end of the 87cm kink. This stent implant had flattened struts on the proximal and distal ends of the stent implant. Product performance engineering was unable to perform an analysis at the time of this report. Results and conclusions will be provided upon completion.